Event description:
A company representative contacted the physician to see if the patient's generator needed to be replaced when it was reported that the patient had passed away. The physician did not know the cause of death. A review of the in house programming history database found data up until a year before the patient's passing. It was noted that diagnostics were normal for the available history. An online obituary stated that the patient died in his home and that he had been ill for the few months before his passing. The funeral home confirmed that the vns system was left implanted and buried with the patient. Therefore product analysis cannot be completed. Additional relevant information has not been received to date.

Event description:
The patient's group home reported that the patient died of natural causes. It was also reported by the group home that the patient was diagnosed with mental retardation and had been ill his whole life. The type of illness or illnesses was not reported. The patient was last seen by the physician a few months prior to the patient's death however it was not known what illness the patient suffered from prior to his passing except for epilepsy.